Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd a-line¿ had a deformed plunger (rubber stopper) before use. The following information was provided by the initial reporter: the customer stated the "health care professional found that the stopper inside the syringe was separated from the plunger."